Manufacturer narrative:
The information on this form was previously reported on manufacturing report number 1822565-2013-01715. This report will be amended when our investigation is complete.

Event description:
It was reported that the pt was revised due to loosening.